Event description:
Procedure performed: (B)(6). Event description: I would like to make a complaint about article eb210 with lot number: 1437067. The ok wanted to use the voyant but could not because it always started the activation program while they were not at the button. Additional information received from tm via email (and cer completion) on 18aug22: or wanted to start the procedure but the generator continually started up the activation program while the activation button was not pressed by the user. Additional information received from tm via email on 22aug22: date of event is on (B)(6) 2022. The event was observed before the device was used in the procedure or took a new voyant and this one worked ok. Type pf intervention: device replacement. Patient status: no patient involvement.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing confirmed the complainant¿s experience of an unintended rf energy output. Upon closer inspection, an internal fuse switch was observed to be misaligned. Based on the conditional of the returned unit and the description of the event, it is likely that the unintentional rf output was caused by the misaligned fuse switch.

Event description:
Procedure performed: ni. Event description: I would like to make a complaint about article eb210 with lot number 1437067. The ok wanted to use the voyant but could not because it always started the activation program while they were not at the button. Additional information received from tm via email (and cer completion) on 18aug22: or wanted to start the procedure but the generator continually started up the activation program (...) While the activation button was not pressed by the user additional information received from tm via email on 22aug2022: date of event is 10aug2022 the event was observed before the device was used in the procedure or took a new voyant and this one worked ok. Type pf intervention: device replacement. Patient status: no patient involvement.